Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the review of session records by technical support, there was a suspected issue with the right atrial (ra) lead. No intervention has been taken at this time. Further information was requested but has not been received.